Event description:
The customer reported that there was an intermittent communication error. This error will result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and erased and reloaded the flash memory, removed and replaced the low voltage power supply and the I/o circuit board, and cleaned all fans and filters. The system operates as intended.